Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2015 with the following findings: evaluation revealed por" events observed in black box beginning on (B)(6) 2015. The pump is unable to maintain an electrical connection with returned battery cap due to cap detaching. Battery cap threads damaged. A test battery cap was used for all testing. Battery compartment cracks observed in thread area. The pump was exercised for 24 hours. No reboot, loss of power or call service alarms duplicated. There was no evidence of moisture or loose components inside pump. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.